Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the right and left plunger cases were cracked, and the top case was counterfeit and was chipped on both corners. A review of the event history log identified system failure force sensor test error in the history. Functional testing was performed using the power up process and test force sensor reading. No system failure message was detected after powering up the customer's device. All force sensor calibration readings were found to be within specification. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced right and left plunger cases that had cracking that could have possibly cause the customer's reported problem.

Event description:
It was reported that the pump exhibited a system failure. No patient injury was reported.